Event description:
Nicu reported the set was leaking above the upper fitment of the tubing, but no hole was found. Tpn was infusing. The nurse noted the leak when the infusion was completed and pump alarmed for air in the line. No pt harm reported. No add'l info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leak in the tubing was confirmed. The leak was observed to be due to a tiny pin hole below the upper blue fitment of the silicone segment. A crush mark was noted on the upper blue fitment. The cause of the pin hole could not be identified. The lot number was not identified. Based on the smartsite laser number, the possible lot numbers were reviewed and no quality issues were noted during the production build period.